Event description:
During an incident in 1999, involving a male pt in cardiac arrest, this defibrillator initially found the pt non-shockable, then after CPR the unit shocked once, then aborted so CPR was repeated. The unit shocked again, then changed and aborted. The pt was transported to a hosp where he was pronounced. The customer reports that the printout suggested ventricular fib, but the unit said no shock was indicated to the emts.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This testing verified the unit's rhythm detection circuit and ability to treat a rhythm. The returned incident report, while incomplete, documents the incident date was in 1999. It also documents that analysis resulted in shock delivery twice, in "no shock indicated" twice and once the unit began to charge, then aborted the charge with a "no shock indicated" result. During the last 7 minutes of the 11 minute report, the unit prompted "check pt" 8 times but, the analyze button was not activated by the crew. A clinical investigator reviewed the incident report and confirmed proper operation of the defibrillator. The customer was sent a letter explaining our evaluation.